Event description:
It was reported that during a da vinci surgical procedure, the rod near the tip of the monopolar curved scissors instrument was inflated and broken. It was reported that the instrument broke during the cleaning process. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument's tube extension had a broken piece 0.25 x 0.29. Due to the condition of the returned instrument, functional testing of the instrument was not performed. It was concluded that the damage to the tube extension was likely due to mishandling/misuse. Failure analysis investigation also found that the distal end of the instrument's main tube had a scratch marks with light material removal. The scratches were .04 - 0.17 in length and were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.